Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, d9, h6. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, crack opening. Leak test and microscopic analysis was performed which identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.